Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1104 captures the reportable event of liver dysfunction. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted to treat an anastomotic stricture post liver transplant during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Post-procedure, on (B)(6), 2026, the stent was found to have migrated out of the duct. It was observed that the stricture had not resolved, and the patient subsequently presented with abnormal liver function tests and blood counts. As a result, the migrated stent was removed, and the procedure was completed with the placement of a plastic stent. The patient has since fully recovered. Note: it was reported that a wallflex biliary plus rx fully covered stent system was used to treat an anastomotic stricture post liver transplant. The IFU states, "the wallflex biliary plus rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstruction prior to surgery." The stent is not indicated to be used for anastomotic stricture post liver transplant.